Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified. However, the insulin gauge and the unexpected shutdown allegations could not be verified.